Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
Related manufacturer reference number 3006705815-2023-01915. It was reported that prior to lead revision procedure, (see related manufacturer reference number 3006705815-2023-01915) the device was placed in surgery mode. During the procedure, the physician used bipolar electrocautery. In turn, the ipg lost communication and programmer displayed error messages "ipg is resetting/the programmer will reconnect when the ipg is ready/30 seconds remaining and "cannot connect to generator/the generator is not responding/contact your clinician to fix the problem." Troubleshooting was attempted to no avail. As a result, the ipg was explanted and replaced. Effective therapy was restored.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. The report that the device was displaying error message ¿ipg is resetting¿ was confirmed. The inability to communicate between the clinicians programmer and the implantable pulse generator was due to the device entering the service application state. The service application condition was a result of the lead revision surgery, there is sufficient guidance in the clinician¿s manual under electrosurgery concerning handling of the device.